Event description:
It is reported that the threaded insert came out of the standard ant femoral target guide handle.

Manufacturer narrative:
Eval: the threaded insert of the returned device had come out during use. The likely root cause of the threaded insert backing out of the handle can be a result of (but not limited to) the following circumstances; impacting the target handle while the target module is attached, inserting/extracting the natural nail while the targeting module is installed, over tightening of the connecting knob when attaching the targeting module to the handle, applying loads to the targeting module while installed on the handle, whether they are striking or aggressive handling. Corrective action has been initiated to implement a design modification which should prevent similar occurrences in the future. No product was returned. Review of the device history records was also not possible as the product and/or lot number required for retrieval were unavailable.